Event description:
It was reported that during an at-home sleep study, concerns were raised with this cardiac resynchronization therapy defibrillator (crt-d) performance, particularly regarding the measurement of chest wall motion and the potential impact of electromagnetic interference. The patient also reported an inappropriate shock received during a thyroid surgery procedure in (B)(6) 2023, despite having a magnet placed over the device for protection. The attending physician indicated that the magnet may have moved and recommended turning the device off completely to avoid further complications. The device remains in service. No adverse patient effects were reported.